Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the returned product noted that the reload h was fully fired. The knife bar was herniated from the side of the reload with the jaws unclamped. The h-limiters were present within the device. Due to the condition of the reload functional testing could not be performed.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device articulated during firing in an odd way. No lateral pressure applied. Started firing in about half articulated position to the left with cartridge up. They reloaded the power handle to complete the case. There was no injury to the patient and no medical intervention was required.